Event description:
It was reported that during a lap right hemicolectomy, it was found that the tissue pad of the device detached off the clamp arm when a scrub nurse wiped the blade with gauze in about 1 hour. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.